Manufacturer narrative:
Pending confirmation of catheter revision and potential return of device for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, verification of sterilization, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Internal complaint number: complaint-(B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a prometra ii 20 ml pump with a volume discrepancy - underinfusion. The expected volume was 5.26ml and the actual aspirated volume was 18.7ml. Cs reported that the patient did not report any falls, traumas, or mris. Cs reported that the patient experienced a lack of pain relief. This was the first volume discrepancy for the patient. A catheter dye study was later performed and the physician was unable to aspirate from the cap.

Event description:
Catheter revision occurred and the revised segment was discarded.

Manufacturer narrative:
Device was discarded and not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).